Event description:
Customer reported device was broken, deformed and falling apart. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device had no prior record of service since purchased in 2009. The device was serviced, repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. (B)(6). Placeholder.